Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had noise which resulted in some inappropriate atr episodes. Impedance measurements had increased to over 1000 ohms. It is believed there may be a break in the insulation. There is no mention of any intervention.